Event description:
The patient reported exposed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems power cord and one cardiomems power supply were received for evaluation. The reported event of frayed wires on the power cord was not confirmed. Visual inspection determined that there was no physical external damage to the power cord. The power cord was plugged in and connected to a known working test power supply, and the green light on the power supply turned on indicating there were no issues with the returned power cord. During investigation, it was determined that while the power cord was functioning properly, the returned power supply was not able to hold power due to frayed and exposed wires (refer to MFR # 3004936110-2023-00888 for the power supply). The source of the reported event was isolated and determined to be frayed and exposed wires on the power supply cable. Per the investigation there were no issues with the power cord.